Event description:
Patient presented to the physician with ongoing tongue pain during speech, along with associated pain in the neck, ear, and at the chest incision site. Patient also reported that the ipg shifted noticeably when lying on their side, creating a noticeable bulge. Physician brought the patient into the or and removed the entire inspire system.